Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was broken at the insulin compartment. The customer stated that the clear part at the top of the pump fell. The product was returned for analysis.